Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic fluid collection during a pancreatic fluid collection drainage procedure performed on (B)(6) 2021. During the procedure, the second flange would not deploy as it was stuck to the delivery system. As the stent was being removed from the patient partially deployed, the stent fully deployed in the biopsy port of the scope. The stent was removed from the scope using forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.